Event description:
Revision surgery - to improve shoulder function; the surgeon converted the foundation spacer to a total shoulder.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder instability after 3.6 years in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint against a part from this lot. The root cause for the patient's instability was not reported and could not be determined with confidence from the information reported. There are no indications of a product or process issue affecting implant safety or effectiveness.